Event description:
Healthcare professional reporting "left implant rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: the review of all potential trend evaluations for breast implants closed, during the past 12 months. Indicates, that no confirmed, complaint trends have been observed, for the event a050401 fluid leak/blood leak (deflation). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reporting, "left implant rupture". Device has been explanted and replaced.